Event description:
It was reported that there was a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error code no longer appeared, allowing the customer to successfully start their sensor session.